Event description:
Unable to remove foley catheter because balloon would not deflate. Urology resident was notified. Pt was taken to radiology. The urethral catheter balloon was punctured with 19 gauge needle. Flexible scope was used to initially insert 18 fr, 5 cc balloon catheter. Physician stated the port crystallized impeding removal. Pt discharge was cancelled. Kept for observation and post bleeding removal. Pt discharged.